Manufacturer narrative:
Concomitant medical devices: non-cfn extension set, (1) micoclave; 2.5ml covidien monoject syringe. The concomitant set has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking from the filter of an IV tubing during an unspecified infusion. Although requested, additional information is not available; there was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the filter was confirmed, however it was from a non-bd product. Functional testing showed the leak source was at the filter vent on a non-bd extension set. Testing also verified there was no leaking from the concomitant bd extension set. The root cause of the filter leak was not identified since the suspect set is a non-bd product and no fault was found with the received bd extension set.